Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infection"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental probs") and abdominal distension ("bloating"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, allergy to metals, fibromyalgia, psychological trauma, vaginal discharge, vaginal infection, fatigue, migraine, headache, alopecia, tooth disorder, weight increased, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy: rash/skin condition, nickel allergy, fibromyalgia, psych injury, bladder problems, urinary problems, vag. Discharge, vag. Infection, fatigue, migraines, headaches, hair loss, dental probs, weight gain, weight loss, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events: migration, pregnancy: birth ¿ complication, dyspareunia (painful sexual intercourse), pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy: rash/skin condition, nickel allergy, fibromyalgia, psych injury, device ineffective, vag. Discharge, vag. Infection, fatigue, migraines, headaches, hair loss, dental probs, weight gain, weight loss, bloating and essure confirmation test not done. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.